Event description:
During a pta stenting treatment procedure, after delivery of the express vascular ld 7.0x30x135 cm stent slightly above the stenosis, the physician attempted to pull the stent back into the optimal position, but the stent moved distally. It was not possible to place the stent at target lesion. No patient injuries or complications were reported. Patient status is reported as `good'.